Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that an alliance syringe was used during a stenting procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, during the procedure, the gauge would not show the pressure. It was confirmed the gauge was reading inaccurately. They completed the procedure with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during a stenting procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, during the procedure, the gauge would not show the pressure. It was confirmed the gauge was reading inaccurately. They completed the procedure with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual analysis of the complaint device found that the unit was broken at the y-connector luer; however, it was confirmed on visual inspection that curing had been completed on the unit. Functional analysis could not be performed due to this damage. As a result, whether the gauge was reading inaccurately could not be confirmed. However, the complaint was most likely caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.